Event description:
When the balloon catheter was advanced over the guide wire, there was great resistance encountered. Another attempt was made to track the balloon catheter over the guide wire but the balloon catheter tip broke. This is being filed based on the results of the returned product evaluation in which the tip was found to be separated.